Manufacturer narrative:
The complaint of a broken q-syte connector was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. One photo showed the dispenser box. Another photo showed the q-syte connector that was attached to an extension set. It appeared that the top body was broken, which exposed the septum. The mating luer threads appeared to be bottomed out over the threads of the q-syte connector. As the available data supports the complainant¿s description of the reported event, the complaint was confirmed; however, without the physical sample, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore connector leaked. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 11:24 checkup, the nurse is changing the input drugs, found that the positive pressure infusion connector produced broken, found immediately after the replacement of a new connector, so as to avoid the broken connector caused for the treatment of drug extravasation and thereby affecting the therapeutic effect of the patient, at the same time, with the superior physician report, the superior physician said that he understands the situation, and instructed nurses to replace the positive pressure infusion connector in a timely manner and to check the patient's condition changes and the connection of the interface. The nurse was instructed to replace the positive pressure infusion connector in a timely manner and to check the patient's condition and the connection status of the connector.